Manufacturer narrative:
The rse evaluated the device remotely. It was determined that an attempt to run the operation test failed due to lack of energy from the battery, after the battery was fully charged the device passed the operation test successfully. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was discharged battery. The reported problem was confirmed.

Event description:
Philips received a complaint on the dfm100 device indicating that the device does not charge. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.